Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, burr got stuck on wire. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous unspecified artery. A rotawire and a 1.50mm rotalink plus were selected to treat the target lesion. Upon withdrawal, it was noted that the burr got stuck on the wire. Subsequently, the burr and the wire were both removed together. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a fractured rotawire.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The device was returned inside the catheter and was removed without resistance. The wire presented a severely bent body from approximately 127.0cm to 136.0cm from the proximal end. The guidewire was kinked at approximately 191.6cm and at 193.0cm from the proximal end. A fracture was observed at approximately 328.0cm from the proximal end and the spring tip was not returned. Sem analysis observed the failure occurred due to a cyclic bending overload. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).